Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (375 mg/dl). The customer alleged that elevated bg level was due to the pump; however, specific cause was not provided. Additionally, customer experienced a bg of 50 mg/dl with an unknown cause. Low bg was treated by consuming food and disconnecting from pump. Reportedly, the customer reverted to manual injections for insulin therapy.